Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. 627728, 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included complication of delivery (delivery complications: my son was 9lb 40z and was stuck in the birth canal longer than expected. He ended up with scar tissue on his frontal lobe), anxiety, dysfunctional uterine bleeding and genital hemorrhage. Previously administered products included for an unreported indication: diazepam and ambien. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgery (other) type of surgery: "looking for problems internally" concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dyspareunia, dysmenorrhea, pelvic pain. Lot number:627728 manufacturing date: 2008/07 expiration date: 2010/07 lot number:627729 manufacturing date: 2008/07 expiration date: 2010/07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 627728, 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included complication of delivery (delivery complications: my son was 9lb 40z and was stuck in the birth canal longer than expected. He ended up with scar tissue on his frontal lobe), anxiety, dysfunctional uterine bleeding and genital hemorrhage. Previously administered products included for an unreported indication: diazepam and ambien. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient underwent perineoplasty ("perineoplasty") and culdoplasty ("mccall culdoplast"), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, perineoplasty and culdoplasty outcome was unknown. The reporter considered abdominal pain, culdoplasty, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, perineoplasty and vaginal haemorrhage to be related to essure. The reporter commented: surgery (other) type of surgery: "looking for problems internally" concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dyspareunia, dysmenorrhea, pelvic pain. Lot number:627728 manufacturing date: 2008/07 expiration date: 2010/07 lot number:627729 manufacturing date: 2008/07 expiration date: 2010/07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received- new events perineoplasty and mccall culdoplasty were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 627728, 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included complication of delivery (delivery complications: my son was 9lb 40z and was stuck in the birth canal longer than expected. He ended up with scar tissue on his frontal lobe), anxiety, dysfunctional uterine bleeding and genital hemorrhage. Previously administered products included for an unreported indication: diazepam and ambien. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient underwent perineoplasty ("perineoplasty") and culdoplasty ("mccall culdoplast"), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, perineoplasty and culdoplasty outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, culdoplasty, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, perineoplasty and vaginal haemorrhage to be related to essure. The reporter commented: surgery (other) type of surgery: "looking for problems internally". Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dyspareunia, dysmenorrhea, pelvic pain. Lot number:627728, manufacturing date: 2008/07, expiration date: 2010/07 . Lot number:627729, manufacturing date: 2008/07, expiration date: 2010/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. Outcome of the event abdominal pain updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6)-year-old female patient who had essure (batch no. 627728, 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included complication of delivery (delivery complications: my son was (B)(6) lb (B)(6) 0z and was stuck in the birth canal longer than expected. He ended up with scar tissue on his frontal lobe), anxiety, dysfunctional uterine bleeding and genital hemorrhage. Previously administered products included for an unreported indication: diazepam and ambien. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgery (other) type of surgery: "looking for problems internally" concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dyspareunia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 30-apr-2019: plaintiff fact sheet and medical records received. Lot number added. The event injury was deleted. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, abdominal pain, did not undergo confirmation test. Medical history, reporter information were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.